Event description:
Customer states that while they were performing maintenance procedures on an stkr hematology instrument, they removed the vacuum isolator tube and isoton solution splashed in the users face. This event was previously reviewed and deemed not reportable by beckman coulter based on the limited potential for injury from isoton. Additional investigation identified that the vacuum isolator system can contain a mixture of isoton, lyse solution and sample material, which could result in a serum exposure to the user during the event described. There was no instrument malfunction. This event was due to user error. User was not wearing prescribed ppe (safety goggles) while performing maintenance procedures.